Event description:
It was reported that during a biopsy procedure, the specimen was allegedly unable to be removed after second launch. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 02/2025. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for the evaluation. Upon visual evaluation, the device appeared to have residue throughout and received with both slides in their initial positions. No other visual anomalies were noted on the returned device. During functional testing, both the slides were able to be locked into their places; however, the device was self-activated once after the bottom slide was locked. Upon disassembly, it was noted that the right bumper was found to be bent/not seated in the correct position. There were no other anomalies found. Therefore, the investigation is confirmed for the identified self-activation as the device was self-activated during functional testing. However, the investigation is inconclusive for the reported failure to obtain sample issue as the identified self-activation issue may have contributed to the reported failure. A definitive root cause for the reported failure to obtain samples and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 02/2025), g3, h6 (method). (Result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the specimen was allegedly unable to be removed after second launch. The procedure was completed by using another device. There was no reported patient injury.